Event description:
It was reported that the patient had expired due to unknown causes. The device was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 32.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.